Manufacturer narrative:
(B)(4).

Event description:
A manufacturing representative reported the patient had a loss of therapy and their did not seem to be working. The manufacturing representative thought the implantable neurostimulator (ins) may be overdischarged, but this was not confirmed. An appointment with the patient was scheduled for the day of this report. The manufacturing representative later reported the device was not in overdischarge and the device was working fine. The issue was the patient was not getting good coupling. The ins did not feel too deep and when a lot of pressure was placed on the implantable neurostimulator (ins), the patient could get 4-8 coupling bars. When the patient put minimal pressure on the ins, they could not get any coupling. Coupling was better when the patient was standing rather than sitting. The manufacturing representative noticed a lot of fluid around the ins, but the ins did not appear swollen, red, or out of the normal. The patient had gained some weight. A revision was planned to move the ins. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.